Manufacturer narrative:
H3: no product was received for analysis. The device history record of reported lot number: 6037778 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. "Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period

Event description:
It was reported that the tubing had repeatedly disconnected at connector piece. They taped it together, but pump began alarming high pressure. They attempted to do a power cycle, but alarm persisted. The device was turned off, they advised the patient that due to risk of contamination and a break in tubing sterility, it was not recommended to turn pump back on. The patient denied any port site pain, redness or swelling. They instructed the patient to clamp tubing, and they stated that they will call the line as instructed by the clinic. They also reported that patient received most of his infusion and had approximately 4 ml remaining out of the initial 100 ml volume. They explained that this can be considered a complete infusion. The event occurred at patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.